Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bisector would not activate and could not be used. The power cable was initially switched out and the bisector still would not work correctly. Therefore, the defective device was removed from the surgical field and a new hemopro 2 was opened. After setting up the device, the new bisector was immediately tested and it functioned appropriately. The case continued and the saphenous vein was harvested with no further problems. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bisector would not activate and could not be used. The power cable was initially switched out and the bisector still would not work correctly. Therefore, the defective device was removed from the surgical field and a new hemopro 2 was opened. After setting up the device, the new bisector was immediately tested and it functioned appropriately. The case continued and the saphenous vein was harvested with no further problems. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of char and tissue were observed on the harvesting jaw. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw with no sign of detachment. No other visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 (B)(6) at level 3.0. The device did not pass the pre-cautery test; it did not produced visible steam when the toggle was engaged. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value did not measure at 0.68 ohms which is not within hemopro 2 final test specification. The device did not pass the temperature measurement test. The displayed temperature did not increase and turned ¿green¿ within the 2 second specified timeframe. (Complaint lab hemopro 2 test station bmram 14290 due 03/31/3019. Reference hemopro 2 final test). An engineering evaluation was conducted that identified the root cause of the failure to deliver energy. To check the electrical continuity in the device, the shrink tubing was removed and it was observed to be the displacement of the flex shaft pin from the original position. A microscopic inspection of the wiring insulation determined that the insulation was punctured by the flex shaft pin. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the shaft pin through the white wire insulator during assembly. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy" and analyzed failure ¿material twisted/bent; wire¿ were confirmed. Manufacturing was made aware of the defect and operator awareness training was performed as a result of this complaint. A certificate of conformance was reviewed for the assembly, flex shaft pin. The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable. Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.